Event description:
(B)(4)

Manufacturer narrative:
The technician investigated and could not duplicate the issue. The technician engaged the brakes and shook the stretcher vigorously side to side, forward and backward. The brakes stay engaged.